Manufacturer narrative:
Product event summary #reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The information in the file was insufficient to evaluate and investigate because the root cause, any interventions and outcome of the ins heating and position-related stimulation changes remain unknown. No additional information could be obtained despite a patient and hcp letter sent. The ins remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the ins. The event was reviewed for previous investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and event applies to known event trend "persistent pain at the neurostimulator site" and "heating sensation". The event applies to the noted known events because the patient¿s indicated the ins site ¿feels like it¿s heating up and tender¿ when the stimulation is increased to a level where he can feel it in his feet. Of note, the event was not included in the known event trend ¿discomfort¿ because the tenderness at the pocket site was not related to the positioning of the device, recharging or movement of the device. Thus, does not meet the usage / guidance of the known event. Reviewed for escalation to ncet and escalation was not required. There were no remedial actions taken as a result of the event. Event was related to normal or expected complications or performance as disclosed in product labeling. The investigation of the ins is inconclusive because of insufficient event information. Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37092, lot # 264140001, implanted: (B)(6) 2010, product type accessory; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported there was heating up at pocket as well as tenderness and soreness at the pocket site when the patient had their stimulation turned up high enough to get to their feet. It was reported the patient had to turn stimulation ¿very high to get down to his feet¿ and when the patient did this it sent more juice into his hips and thighs. It was noted the achilles tendon was stretched too far and it affected his calf. It was reported the patient experienced acute pain, headache, and if he put his head down he felt a ¿pinch in the top right side up in the front of his shoulder¿. It was reported movement caused stimulation changes. It was logged when the patient reached up he felt more charge going on when he had both arms over his head. It was also noted when the patient laid down he had to turn his stimulation ¿way down¿. It was reported the patient wanted to have messages and use tens therapy and therapeutic ultrasound, but all of these must avoid interaction with the spinal cord stimulator and were not advised anywhere around it.